Event description:
The pt underwent the vs procedure at 10.2 weeks gestation. One transcervical pass was made. The pt did not have any problems post procedure. At approx. 12 weeks gastation, the pt experienced heavy bleeding and spontaneously aborted. The fetus was reportedly a genetically normal male. A d&c was performed.